Event description:
It was reported that the patient was symptomatic and went to the emergency room. The device was indicated to have inappropriately withheld therapy due to wavelet. The wavelet template was updated and reprogrammed to monitor. The patient had another episode after the reprogramming that was noted to have been appropriately treated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. Device withheld therapy according to programmed settings at the time of the episode. Concomitant products: 407652 lead, implanted: (B)(6) 2010. A 419478 lead, implanted: (B)(6) 2010. (B)(4).